Event description:
It was reported that the health care professional (hcp) called technical services (ts) and requested review of this pacemaker presenting electrogram (egm). Upon review, the presenting egm showed cross talk oversensing of right atrial (ra) signals on the right ventricular (rv) lead. Further review of the egm showed the rv lead exhibited high out of range pacing impedances that triggered a lead safety switch (lss). Ts discussed findings with the hcp. The hcp reprogrammed and the device and will continue with monitoring. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.